Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing. There was no patient injury.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out lower right front corner of top case, also cracked right plunger case. Event log history indicated that force sensor background test was found recorded in history. During analysis, the force sensor background test error was found at power up, after force sensor was calibrated, force sensor background test was found at power up again. It was noted that normal wear was the cause of the reported issue. Service replaced the force sensor and plunger cable, replaced top case and right plunger case, and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor and had top case issue. No adverse effects were reported.